Event description:
It was reported that a prismax machine alarmed "access extremely negative" multiple times during continuous renal replacement therapy. The treatment was stopped without the extracorporeal blood being returned to the patient twice. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation. The event history log review showed that the prismax machine generated the alarm "t1238 access extremely negative" and the alarm "t0775 - access extremely negative" each time that the pressure reached negative values. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the negative access pressure was not determined. Should additional relevant information become available, a supplemental report will be submitted.